Manufacturer narrative:
According to the patient profile form (ppf), the medical records note the indication for the device implant was a history of pe, dvt and hypertension, a recent total above the knee amputation with a bleeding complication at the site, requiring the discontinuation of anticoagulants and the need for an inferior vena cava (ivc) filter. The filter was placed via the right common femoral vein and placed infrarenal area. The patient tolerated the procedure well without immediate complications. Additional information received on the patient profile form (ppf) alleges other injuries to be determined by future scans. The patient is also reported to be suffering, suffering from mental anguish, pain, fear and right groin pain. The product remains implanted and is thus not available for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent a procedure to implant an optease retrievable vena cava. The information received indicated that the filter was noted to have tilted after initial installation. The patient is also reported to be suffering from mental anguish, pain, fear and right groin pain. The medical records note the indication for the device implant was a history of pulmonary embolism (pe), deep vein thrombosis (dvt) and hypertension, a recent right total knee replacement with a bleeding complication at the site, requiring the discontinuation of anticoagulants and the need for an inferior vena cava (ivc) filter. The filter was placed via the right common femoral vein and placed infrarenal area. Upon initial deployment a repeat cavogram showed the filter with a moderate tilt. A snare was used to pull the filter inferiorly approximate half a vertebral body without difficulty. A repeat cavogram showed excellent filter positioning and in the appropriate segment of the ivc. The patient tolerated the procedure well without immediate complications. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Post implant imaging has not been provided. Review of the information provided suggest procedural factors and/or vessel characteristics may have contributed to the reported tilt upon deployment. The medical records note that after manipulation of the device during the index procedure excellent positioning was observed. There has been no additional post implant imaging records or films provided for review. Anxiety and right groin pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent a surgical procedure to implant an optease retrievable vena cava for the treatment of pulmonary embolisms and deep venous thrombosis (dvt). The filter was noted to have tilted after initial installation in the patient, before it was fixed by the attending physician. The device in the patient was positively identified on medical records. As of the present, the patient is still implanted with the optease filter, which is known to be dangerous and cause serious side effects. As the result of the optease filter installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses. The product was not returned for analysis as it remains implanted. Additionally, as the sterile lot number was not available, the device history record (DHR) review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Additionally, the timing and mechanism of the reported filter tilt is unknown. Patient, technique or procedural factors may have contributed to the reported tilt. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device. Therefore no corrective action will be taken.

Event description:
As reported by the legal brief, the patient on or about (B)(6) 2011 underwent a surgical procedure to implant an optease retrievable vena cava for the treatment of pulmonary embolisms and deep venous thrombosis (dvt). The filter was noted to have tilted after initial installation in the patient, before it was fixed by the attending physician. The device in the patient was positively identified on medical records. As of the present, the patient is still implanted with the optease filter, which is known to be dangerous and cause serious side effects. As the result of the optease filter installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses.